Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced a distal embolization. The 90% stenosed, 20mm x 6.0mm , tasc ii a target classified lesion was located in the left proximal superficial femoral artery. The lesion was treated with a 2.4/3.4 mm jetstream xc atherectomy catheter. Following the procedure, angioscopy was performed which revealed peroneal artery (pa) occlusion. Aspiration was performed with a non-bsc aspiration catheter. Although pa bail-out was successful, posterio tibial artery (pta) occlusion was newly observed and therefore further aspiration was performed using the non-bsc device. Of note, per source, the collection appeared to be a part of the lesion which was found in the sheath. The patient was discharged on clopidogrel.